Manufacturer narrative:
The initial medical device report was submitted (2938836-2013-09586) lithium clusters were observed during the analysis. No additional analysis is necessary. Correction: manufacturer report 2938836-2013-09586, should not have been reported as a medical device report (MDR) as the product has not been approved by FDA and is part of investigation device exemption (ide).

Event description:
It was reported that the device was at eol. Premature battery depletion suspected. The device was explanted and replaced. Patient was fine after procedure.